Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d8, d9, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material/black discharge came out of the device due to leakage in instrument channel as a result of component failure due to damage/tearing. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the cystonephrofiberscope, a black discharge/foreign material was observed leaking from the device. There was no patient involvement, and no harm was reported as a result of the event.